Event description:
According to the reporter, during a gastrectomy procedure, the device had an incomplete staple line. To fix the staple line the surgeon resected and re-stapled the staple line. Another device was used to complete the case. The surgical time was extended by more than 30 minutes. There was an unanticipated tissue loss as a result of the problem.